Event description:
Patient was received from the ER onto the nursing unit. The rn noticed a bubble in the line. The rn immediately removed the line from the patient. There appears to be a weakness in the tubing that was causing it to expand like a balloon in the affected spot.